Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was not confirmed as the suture was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The additional 5 proglide devices referenced are being filed under a separate medwatch report numbers. Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with three proglide devices were attempted in a heavily calcified left common femoral artery (lcfa) via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles with three proglide devices. A cut down was performed as the needles didn¿t seem to be penetrating the artery. The cut down revealed the artery was heavily calcified. Two additional proglide devices were used for successful suture placement using the preclose technique in the right common femoral artery (rcfa). The sheath was upsized to greater than an 8.5fr and the evar procedure was completed. The successfully preplaced sutures broke during knot tightening. Another proglide device was deployed successfully with no issues; however, the guide wire was advanced too far into the arteriotomy and caused damage to the artery. A cutdown was performed to treat the damage to the artery. Surgical suturing was used to achieve hemostasis on the lcfa and rcfa. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.